Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their implantable neurostimulator (ins) is not in good condition and won¿t stay charged. No further complications or patient symptoms were reported or anticipated.